Manufacturer narrative:
Eval summary: the device was returned without the locking screw. Several factors may lead to screw loosening: proper torque is not applied on the screw during the initial procedure. Stem extension is not properly assembled to the tibial plate. Tibial component is externally rotated when implanted which resulted in added stress on the screw. The package insert for the device warns, "the risk of implant failure is higher with inaccurate component alignment or positioning". However, there were no x-rays provided for this case to investigate whether this might have occurred. Finally, complications are possible if the pt has inadequate ligament support. The package insert for the device lists "severe instability secondary to the absence of collateral ligament integrity" as a contraindication. Without add'l info, the definitive cause of screw loosening cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for dislocation, loosening, and wear. Locking screw in the poly backed out and was in the joint. Poly dislocated anteriorly.